Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: upon loading pump with the pump set, the door was closed and the pump alarmed. Rn opened the door, removed the tubing and it started to squirt etoposide (chemotherapy) from the area that the green clamp was over. Rn quickly clamped the tubing to stop squirting. No injury to nurse or patient.